Event description:
Two pt samples with high calcium results, which were lower when repeated on another analyzer - same methodology. Patient 1, initial result gave 11.0 mg/dl; same sample repeated gave 8.5 mg/dl. Patient 2, initial result gave 10.1 mg/dl; same sample repeated gave 7.6 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be faulty sample 1 and 2 chain cables, and replaced the chain cables and z ropes. Performance tests were performed which were within specs.